Manufacturer narrative:
Received one 14.5f x 28cm hemo-flow for evaluation. A visual inspection of the catheter reveals the catheter has a 3cm piece of lumen attached to the catheter hub. A functional examination revealed a hole in the venous and arterial side of the lumen at the lumen to hub junction that leaks when the device is flushed. The holes are only visible when the lumen is manipulated away from the hub. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as medical administration. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect. The device involved in this event was implanted for 9+months.

Event description:
Patient had dialysis on (B)(6), after 50 minutes lines filled with air; patient recirculated and air was cleaned; reconnected to dialysis but lines filled with air again; machine was re-lined and no more problems. On (B)(6), lines filled with air after 35 minutes- unable to clear, machine re-lines but unable to clear air-circuit lost; line was not removed as dialysis was discontinued. Dialysis was stopped and patient passed away (B)(6) 2014 of natural causes.